Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(6) of the european parliament and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off multiple times during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
The electronic patient records were downloaded and reviewed by the customer quality engineer. It was verified that the device inappropriately lost power and reset 3 times during the reported event. The key log data indicates that the batteries being used on the date of the reported complaint were manufactured on 10/30/2017 and 10/7/2019 respectively. These batteries are over 2 years old. The customer should be advised to replace their old batteries. The device operating instructions provide a recommendation to replace the batteries approximately every two years. The device passed all functional and performance testing and was returned to the customer. Root cause is likely the old batteries.

Event description:
A customer contacted stryker to report that their device had powered off multiple times during patient use. There were no reports of adverse effects to the patient as a result of the reported event.